Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking and multiple altitude alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl. The pump supplies were changed and a bolus was delivered. Customer was transported to the hospital via ambulance and was admitted. Customer could not recall what treatment was administered. At the time of the report, customer had not yet been discharged. Customer reverted to using manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information and discharge date, customer did not reply.